Manufacturer narrative:
Date of event. Date is estimated; year is valid. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy. It was reported that the pt stated they had the device implanted to help with bladder and bowel control. Pt stated they don't feel the therapy is working. They stated they have a hard time starting a stream, are up 2-3 times a night and are incontinent with their bowels and bladder. Pt stated they were experiencing spasms at night, which started maybe 3 weeks ago. The spasms were going down their groin and into their leg. Pt stated they ended up turning the stimulation down. Pt stated they've tried contacting their rep and have left voicemails but have not heard back. Troubleshooting attempted to assist pt with connecting with their ins. Pt kept on seeing "device is not responding" on the call. Pt stated they can't really feel their implant like they could with their first ins which stuck out more. Pt stated their son can still usually can find it and connect to it. Troubleshooting had pt attempt to reposition their communicator and ensured they're in the proper app. Pt also closed out of all apps and restarted handset as a last attempt. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. Note- pt also mentioned having handset replaced because it wasn't working.